Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to extrusion of the receiver stimulator. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the correct implementation date is (B)(6) 2012, not (B)(6) 2012, as previously reported. The report is filed (B)(6) 2015.